Event description:
It was reported that this right atrial (ra) lead was part of a full system explant due to infection. The ra lead was successfully explanted. No additional adverse patient effects were reported.